Manufacturer narrative:
The reported events of failure to capture and no impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Event description:
During an implant procedure, a loss of capture and impedance were observed on the right atrial (ra) lead. The ra lead was explanted to resolve the event. The patient was stable and will continue to be monitored.